Manufacturer narrative:
One catheter without any attached components was returned for evaluation. Clotted blood was observed inside the proximal injectate port. As received, there was a slight baggy region at the central side of the balloon latex. The leadwire was waved between 12 cm and 25 cm from the catheter tip. Balloon inflated clear and remained inflated for 5 minutes without leakage. However, an eccentric balloon was observed. Eccentricity was found to be out of specification, measuring 0.13". Specification for eccentricity is 0.050". No resistance was felt during injecting air. No visible damage or deterioration to the balloon bonding sites was found. The balloon deflated within 2 seconds without the syringe, attached and within 3 seconds with the syringe attached. The specification for balloon deflation without a syringe attached is 4 seconds. All through lumens were patent without any leakage or occlusion. No visible damage to the catheter body was observed. Balloon inflation test was performed using lab syringe with 1.5 cc air by holding the balloon under water for 5 minutes. Visual examination was performed under microscope at 10x magnification and with the unaided eyes. A device history record review was completed and documented that device met all specifications upon distribution. Customer report of balloon deflation issue could not be confirmed during the evaluation; however, the balloon was found to inflate eccentrically. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint and implement any necessary corrective actions. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised, before deciding to insert or use the catheter, to consider the potential benefits in relation to the possible complications. The techniques for insertion, methods of using the catheter to obtain patient data information, and the occurrence of complications is well described in the literature. It is common clinical practice to check balloon integrity by inflating it to the recommended volume in order to detect any asymmetry or leakage condition before use of the catheter. To avoid damage to the pulmonary artery and possible balloon rupture, the balloon should not be inflated above the recommended volume. It is unknown if user or procedural factors may have contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. (B)(4).

Event description:
It was reported that the balloon was unable to deflate during use. The catheter was placed in the right ventricle (rv) and the balloon was unable to deflate with the syringe removed from the catheter. Therefore, a 10cc syringe was attached and an attempt was made to deflate the balloon by applying negative pressure by pulling the plunger of the syringe. The balloon still did not deflate. A 0.10 guidewire was passed through the balloon lumen in an attempt to deflate the balloon but the balloon still was unable to deflate. Finally, the syringe included in the kit was attached and several attempts were made to deflate the balloon and the balloon was able to deflate. No patient complications were reported. Patient demographic information requested but unavailable.